Event description:
Intraoperative impedances were greater than 4000 ohms on one of the leads, indicating an open circuit. The implantable neurostimulator and extensions were functional. The lead was replaced. There was no patient injury associated with the event.